Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced hyperglycemia. The customer's blood glucose level was 409 mg/dl. Customer did not want to gave herself a bolus yet since customer think that the computation base on her blood glucose was incorrect. Customer think she did not received insulin for bolus, she had not eaten yet and about to deliver a bolus since customer had high blood glucose event. Customer was currently connected to the insulin pump and insulin pump was now working with a blue shield for auto mode but had a question mark on since the auto mode was not turn on yet. Customer reported that the insulin pump received a pump error alarm. Customer was able to clear the alarm. Customer did not receive request to rewound the insulin pump. Customer was advised to check insulin pump settings for accuracy. Customer also reported that the insulin pump received insulin flow block alarm and they changed her entire infusion set, blood glucose at that moment was 152 mg/dl. Customer reported that the event was resolved by changing complete set. Customer called to report that technician gave her incorrect information. Technician told her that active insulin was based on her basal and advised that depending on her body's sensitivity to insulin that how long active insulin will be displayed. Customer was just changed out the infusion set and display went black. The insulin pump will not be returned for analysis.